Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user¿s caregiver reported that the ilet screen cracked when the device struck the side of a bed, resulting in an unresponsive and unusable touchscreen. A replacement was arranged. The user reverted to backup insulin therapy until receipt of the replacement. No blood glucose impact or injury were reported.